Manufacturer narrative:
Medwatch field d. Device identification and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the qc trace provided from 23-jul-2023 to 21-sep-2023. The recoveries of qc level 1 had some out-of-range results (outside the -3 standard deviation sd range). The recoveries of qc level 2 were mostly within the +/-2s d range; there were two out-of-range results (outside the -3 sd range). The investigation reviewed the alarm trace; the investigation noted one "abnormal aspiration" present on the day of the event 21-sep-2023 at 9:39 am. The investigation determined that two wash cycle steps related to the assay were missing. Product labeling states "action required special wash programming: the use of special wash steps is mandatory when certain test combinations are run together on cobas c systems. All special wash programming necessary for avoiding carry-over is available via the cobas link, manual input is required in certain cases." The field service engineer (fse) inspected the module and found the probes and washing station needles dirty and the rinse stations with low pressure. He then adjusted the gear pump pressure to the correct specifications. A hole was also found in one of the tubings in the rinse station. The investigation excluded a general reagent issue. The investigation determined the event was consistent with a maintenance/ hardware issue (defective tubing). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result from two patient samples tested on the cobas 8000 c702 module. The initial results were reported outside of the laboratory. The physicians requested a rerun of the patient samples because the results were lower than expected. Sample 1: on (B)(6) 2023, the initial result from the module was 7.6 mg/dl. The first repeat result from the module was 9.99 mg/dl. The second repeat result from the other c702 module was 10.199 mg/dl. On (B)(6) 2023, the field service engineer inspected the module and he found the sample, reagent, and wash station probes dirty; and the wash wells with little pressure. He then cleaned all the probes and adjusted the water pressure in the wash wells. He noted that the gear pump pressure was within specifications. He performed a performance check - qcs and repeatability tests with successful results. The module's performance was verified. The issue was not resolved. Sample 2: on (B)(6) 2023, the initial result was 8.6 mg/dl. The repeat result was 10.7 mg/dl.